Manufacturer narrative:
A product history record (phr) review of lot 35270437 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 5mm x 180 cm angioguard rx embolic capture guidewire (ecgw), multiple attempts to pass the lesion resulted in a fractured guidewire at the tip end, which ultimately failed to pass the lesion. A non-cordis device was used to complete the carotid artery stenting (cas) for internal carotid artery stenosis. There was no reported patient injury. There was moderate lesion calcification and tortuosity. The device was handled, stored, and prepped according to the instructions for use (IFU). The angioguard was sized larger than the vessel as instructed in the IFU. There were no visible signs of device/package damage prior to use. The deployment sheath tip still was fully seated in the filter basket introducer upon opening the package. There was no difficulty encountered flushing the filter introducer and deployment sheath. The torque device was locked onto the guidewire. The capture sheath coil dispenser was flushed according to the IFU. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty encountered while docking the filter basket into the deployment sheath. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. A picture of the device was received for review. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, during use of a 5mm x 180 cm angioguard rx embolic capture guidewire (ecgw), multiple attempts to pass the lesion resulted in a fractured guidewire at the tip end, which ultimately failed to pass the lesion. A non-cordis device was used to complete the carotid artery stenting (cas) for internal carotid artery stenosis. There was no reported patient injury. There was moderate lesion calcification and tortuosity. The device was handled, stored, and prepped according to the instructions for use (IFU). The angioguard was sized larger than the vessel as instructed in the IFU. There were no visible signs of device/package damage prior to use. The deployment sheath tip still was fully seated in the filter basket introducer upon opening the package. There was no difficulty encountered flushing the filter introducer and deployment sheath. The torque device was locked onto the guidewire. The capture sheath coil dispenser was flushed according to the IFU. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty encountered while docking the filter basket into the deployment sheath. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. One picture related to the reported failure was submitted for review. As part of the picture analysis, a fractured condition could not be observed. No other anomalies of the product can be noticed in the attached picture. A non-sterile unit of a ¿rx/5mm basket diameter/180cm¿ was subsequently received for analysis. The returned components were the deployment sheath, the ecgw system, and capture sheath. The guide wire was received introduced with no damage or anomaly observed that could be related to the reported event. Additionally, the ecgw system was received separated from the capture sheath. A high magnification analysis was executed, where the guidewire was observed and no damage or fractured conditions were observed. A product history record (phr) review of lot 35270437 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ecgw (embolic capture guidewire) - fractured¿ was not confirmed, as no conditions related to the reported event were observed during the evaluation. Therefore, the exact cause of the reported event could not be conclusive determined during the analysis. Handling and/or procedural factors likely contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basked assembly.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.